Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced back flow of blood from device to patient. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the blood is flowing back in the direction of the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2022-10-28. H.3. Investigation summary: bd received 103 samples from the customer in support of this complaint. 101 of the 103 packages received contained samples. The 101 physical samples were subjected to functional testing and the issue of insufficient blood flow was not observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer reported failure mode of insufficient blood flow based on the customer sample testing analysis. Bd is unable to determine a root cause for the reported issue.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced back flow of blood from device to patient. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the blood is flowing back in the direction of the patient.